Event description:
A report has been received where the bolts sheared off. States the parts to the recline back are poor quality. Dissatisfied with the quality of the reclining back. It was reported that the child has incredible tone. Please note any further information received will be provided in a follow up report. There is no information of injury or ill effect to the end user of this device.